Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 420mg/dl, 300mg/dl. Tests were done within <10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.